Manufacturer narrative:
Correction: the reported high impedance issue was not confirmed. Analysis of the returned ipg found that it had no physical anomalies, it passed all functional testing on the ate; which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation, and it communicated with all lab utilities. This device is no longer reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13382, related manufacturer reference number: 1627487-2021-13383, related manufacturer reference number: 1627487-2021-13384. It was reported the patient experienced undesired nerve stimulation in the groin area. Troubleshooting revealed high impedances. As a result, surgical intervention may be undertaken on (B)(6) 2021 wherein the ipg and one lead were explanted and replaced. Issue resolved. It is unknown which lead was replaced; therefore, all applicable leads will be reported.